Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the lead implant site. As such, surgical intervention took place wherein the paddle lead was explanted and replaced with percutaneous leads to address the issue.